Event description:
It was reported that the patient never had the chance to get full pain relief. The patient was doing well and ¿was seriously excited¿ and then the patient¿s pain physician became suddenly unavailable and was unable to refill the pump or prescribe her any medication. The patient was told to go to her oncologist for opiates until she found a new pain physician, but her oncologist denied the request. The patient went through withdrawal for 12 days; the patient only remembered ¿a few seconds here and there¿. The patient was still going through withdrawal when she was taken to the ER (emergency room) for chronic pancreatitis. The patient¿s gastroenterologist refused to give the patient medication or enough morphine to allow the patient to be comfortable. The patient stated that ¿she knew nothing of the time it takes to be comfortable with the pump. She expected to be to the hospital for pancreatic surgery. She refused to understand I needed my pump as 1st priority¿. The patient felt that she had been labeled a drug seeker. The patient had 3 episodes and not once was allowed enough morphine to be anything, but edgy, angry, uncomfortable, in pain, and stressed. The patient was constantly in pain and couldn't sleep at night. The patient had the nurse call the doctor 3 times for sleep meds, but was denied. The patient was seen by a case worker, a priest, and a ¿shrink¿. At home, the patient began calling for pain management. She had to have her entire chart ¿ 6 months of physical therapy and a 2014 MRI. On (B)(6), the physician had scheduled tests and scans to be certain more cancer hadn¿t ¿crept in¿. The patient had 3 days a week of physical and massage therapy since 1992 due to the nature of her job. This was 7 years before she needed to see a doctor who prescribed her medication. Two years ago, home health had a physical therapist come over 3 times a week. The patient had to stop it due to the pain it caused even though she was told that she had the mildest therapy. The patient mainly lied in bed. She was tired of forcing herself; she was missing religion, friends, her family, nature, and birthdays. The patient didn¿t feel that she was living; she was merely existing. She lived in a tiny town surrounded by tinier towns. She had missed many months of dental work that needed to be finished before she could be fitted for a mouthpiece for apnea and narcolepsy. The patient didn¿t know what to do. The pain pump had been empty since february. Everyone could hear the alarms. The patient was in ¿too much pain to be a human being¿. The patient tried at times to go outside or do housework and afterwards it really wasn¿t worth it; she would ¿pay for¿ it the next couple of days. At the time of the report it was unknown what drug the pump was delivering.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was three months before the patient could find anyone to refill the pump; the pump completely ran out of medication in 2013 or 2015, but then indicated it was unknown what year. The patient went to the hospital the end of (B)(6) 2013 because they were in the 16th day of withdrawals and didn¿t have a surgeon. The patient contacted their physician to get a referral for a pump managing physician. The pump was beeping until she found her new doctor. The patient worked with her family physician on getting a referral to a pump managing physician. The patient was dismissed by their family physician. The patient was scheduled for a pancreatic surgery that following february (year unknown). The patient went back to the cancer doctor and stuff for follow-up cancer testing in (B)(6) 2015. The patient had preexisting conditions of narcolepsy, sleep apnea that was diagnosed in 1980's. The patient had breast cancer in 2009/2010. The pump was currently delivering clonidine, baclofen and dilaudid (unknown concentration and dose). The pump was previously delivering clonidine 35.0 mcg/ml 9.517 mcg/day, baclofen 35.0 mcg/ml; 9.517 mcg/day and dilaudid (hydromorphone) 25.0 mg/ml; 6.798 mg/day.

Event description:
Pump interrogation showed that the low and empty reservoir alarms had occurred. The pump was delivering dilaudid, fentanyl, clonidine, and baclofen at the time of the event. On (B)(6) 2014, the pump was filled with normal saline. The patient returned on (B)(6) 2014 and the pump was refilled with dilaudid, baclofen, and clonidine. As of (B)(6) 2014, the patient was reported to be "doing well".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter (B)(4).